Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility register nurse (rn) reported that within two and half hours into patient's hemodialysis (hd) treatment started the patient¿s blood clotted and they were unable to return patient¿s blood. Patient¿s estimated blood loss was approximately 250 ml. The machine, a fresenius 2008k machine, did alarmed with transmembrane pressure (tmp) alarm. Additionally, the nurse reported that patient¿s elected to end treatment that day. The patient did not develop any symptoms, adverse event, injuries, or required medical intervention due to reported event. The patient has been able to complete regularly schedule hemodialysis (hd) treatments since the event. The patient dialyzes three times a week and has an auto-flow of 1.5. The complaint device was discarded and it is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: occupation. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. 13 lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on 12 of the lots and one lot had an approved temporary dn and failed visual inspection; which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.